Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported event could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 13.0 diopter intraocular lens (iol) was implanted on (B)(6) 2017 alongside a secondary surgery (bleb for glaucoma). It was later explanted on (B)(6) 2017 because the patient's astigmatism increased, which reportedly was possibly due to the secondary surgery. Furthermore, the explant was performed to bring the patient's vision back to pre-operative corneal astigmatism. There was no incision enlargement, but a vitrectomy was performed because one half of the lens that was cut in half to explant, tore the capsular bag. Two sutures were also used. Reportedly, the patient is doing fine post-operatively. The lens was replaced with a non-amo lens. No additional information was provided.